Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received in a cloudy 0.2% glutaraldehyde solution. The valve appeared distorted and oval shaped with the stent posts slightly deflected. The stent appeared to have been cut or broken adjacent to the left right stent post during explant. Remnants of pledgets were observed within the large piece of host tissue along the inflow of the sewing ring adjacent to the right cusp. All leaflets were stiff due to host tissue on the inflow and/or outflow except along the lunula and free margin of the left cusp. Tears on the tunica of all cusps along the inflow margin of attachment appeared to be associated with the removal of host tissue during explant. A large tear through the belly of the right cusp to the right non-coronary commissure appeared to have occurred during explant. The non-coronary and non-coronary left commissures were intact. A tear was noted in the right non-coronary commissure. A large remnant of pannus remained attached to the existing sewing ring on the inflow extending 1 to 4.5 mm onto the right cusp showing evidence of a reduced inflow orifice area. Traces of pannus were observed on the existing sewing. An unknown amount of pannus appeared to have been removed on the inflow and/or outflow during explant. Brown thrombotic appearing host tissue filled and stiffened all cusps on the outflow. Radiography showed no evidence of mineralization in the valve but there were traces of mineralization in the large piece of host tissue. Conclusion: a review of the device history record (DHR) was performed for this valve, there were no non-conformances identified in manufacturing process that could be related to this event. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. The pannus overgrowth on the inflow appears to have extended several millimeters out onto the leaflet which would have significantly impaired the leaflet mobility. The impairment of leaflet mobility may have led to the thrombus formation on the outflow of the valve causing the stenosis / coaptation problems. The few pledgets remaining on the sewing ring appear to be placed on the inner portion of the sewing ring causing them to lie close to the valve tissue and may have played a role in recruiting the formation of the pannus out onto the leaflets. In addition, the distortion of the annular ring and patient conditions (antithrombin iii deficiency and dialysis) may have contributed to the thrombus formation.

Manufacturer narrative:
Product analysis: the product specimen has been received at medtronic's quality laboratory; however, the device analysis has not yet begun. Conclusion: upon completion of the product analysis and investigation, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 9 months post implant of this 21 mm aortic bioprosthetic valve, the valve was explanted and replaced with a 20 mm mechanical valve. Two of the three valve leaflets appeared to have calcification or possibly thrombus at the center on the outgoing side. The physician also noted that the whole valve was hardened. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.